Event description:
According to the literature, a retrospective study compared the postoperative outcomes of laparoscopic intracorporeal rectus aponeur oplasty (lira) technique with the defect closure technique using sutures and intraperitoneal mesh (ipom) in patients with midline hernias (4-10 cm) between january 2022 and may 2023. In all patients, parietex mesh was centered on the defect with at least 5 cm overlap and was fixed using protack 5mm. There were 50 patients that underwent lira, and 48 patients underwent ipom and postoperative complications in both groups included: seroma, hematoma and bulging. Seromas were treated with aspiration and compression. Additional complications in the ipom group included hernia recurrence and chronic pain which the authors hypothesize may be related to increased midline tension with the ipom technique. Lira technique versus ipom plus for laparoscopic repair of ventral hernia: an observational comparative analysis: stefano olmi, journal of laparoendoscopic <(>&<)> advanced surgical techniques, 2025

Manufacturer narrative:
D10 concomitant products: unknown parietex unknown parietex product - (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.